Manufacturer narrative:
The manufacturer received information alleging a ventilator service required alarm had gone off on a trilogy o2 device. The device was replaced by another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed during an operational check of the device. The manufacturer's service technician observed error codes for the oxygen blending module (obm) accuracy in the device's event log. The service technician recommended replacing the device's obm printed circuit assembly board to address this issue. No repair was performed.

Event description:
The manufacturer received information alleging a ventilator service required alarm had gone off on a trilogy o2 device. The device was replaced by another device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.